Event description:
The facility representative reported a colleague infusion pump with failure code 808:02. This problem was identified during bio-med testing. There was no report of patient injury or medical intervention necessary. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated. During baxter quality engineering review of the event history on (B)(6), 2010, it was determined that the reported condition occurred during delivery.

Manufacturer narrative:
The reported condition of failure code 808:02 was confirmed and duplicated. The condition is due to a faulty phm (pump head module). The phm was replaced to correct the reported condition. (B)(4)

Manufacturer narrative:
(B)(4). Additional information: the root cause investigation for the reported problem is in progress through mdq-CAPA-(B)(4).